Event description:
It was reported the patient experienced persistent pain at the scs ipg site which at times get worse. Otc pain medicines were unable to alleviate pain. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified surgical intervention was taken where the ipg was explanted, replaced and relocated. The physician decided to replace the ipg to take an advantage of new technology.